Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a sudden loss of therapy in one leg only. The patient could no longer feel stimulation in the right leg, but could feel stimulation in the left. It was reported that the stimulation was on. The patient had the ability to change stimulation, however increasing and decreasing stimulation did not resolve the issue. The patient has adaptive stimulation; however the patient did not have another group to try. The cause of the patient no longer feeling stimulation in the right leg was because the right lead was set too low on the amps. Stimulation voltage was increased on the right leg to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.